Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported the cause of the inability to hear the pump alarm until 24 hours after the motor stall occurred was not determined. The cause the symptoms was not determined. It was unknown if the symptoms had resolved.

Manufacturer narrative:
Describe event or problem: updated to reflect the information received on 2017-sep-17. (B)(4) was added to reflect the information received on 2017-sep-17. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep)regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for an unknown indication for use. On 2017-sep-17, it was reported that an active motor stall had occurred. The motor stall was seen at the initial interrogation. The patient had not recently had an MRI. The rep also reported that they had silenced the alarm, but it was alarming again. Troubleshooting resolved the issue as only an active alarm could be silenced. The rep did not provide any patient information as they were on an airplane and noted that the event had already been documented. The rep later called for the pump off passcode. No symptoms were reported. Additional information was received on 2017-sep-19. It was reported that the patient's pump was currently in active motor stall. The patient's identifying information and pump serial number were provided. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found a feedthrough anomaly/shorting across the insulator. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-sep-25. It was reported that the pump was on minimum rate awaiting explant and that the plan was to return it. It was related that the patient first started experiencing issues related to the motor stall on (B)(6) 2017 and that the intermittent symptoms prior to that were likely related. It was indicated that programming and fill up was done on (B)(6) 2017 as actions/interventions taken to resolve the motor stall. The patient experienced baclofen withdrawal, itching, headache and irritability. The patient weight at the time of the event was (B)(6). Further information was received from a manufacturer's representative on 2017-sep-27. It was reported that ¿we assumed that the motor stall recovered and then stalled again, causing the pump to ¿re alarm¿ after it was stopped.¿ it was indicated that this was not confirmed, however. It was noted that the patient was getting a new pump the day of the report ((B)(6) 2017) and that the manufacturer's representative would send the explanted pump to the manufacturer for analysis. It was again noted that the pump was currently set at minimum rate. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained gablofen [2000 mcg/ml] at a dose of 183.5 mcg/day. It was reported the pump was filled with 1000 mcg/ml drug at 183.5 mcg/day on (B)(6) 2017 at 18:49. The patient had symptoms following the refill, but the representative was not sure the date the symptoms first started (estimated event date of (B)(6) 2017). Around 15:06 on (B)(6) 2017, the representative assisted the hcp with cancelling the bridge bolus as the hcp wanted to perform a system content removal instead of waiting for the bridge bolus to complete. The hcp tried to access the catheter access port (cap), but was unable to due to the patient¿s anatomy and scar tissue buildup. They wanted fluoroscopy to assist with cap access, but would not have access to fluoroscopy until (B)(6) 2017. The pump was currently programmed at 1000 mcg/ml at 183.5 mcg/day now that the bridge bolus was cancelled. The pump had been running for 45 hours. The bridge bolus duration was supposed to be 141.25 hours. The hcp and representative programmed a single bolus of 10 mcg on (B)(6) 2017 after the bridge bolus was stopped which was an additional 0.01 ml of drug delivered. The hcp was intending for a 20 mcg bolus due to the 2000 mcg/ml drug still in the catheter. Reported withdrawal symptoms included irritability, overheating (patient was too hot/sweating) which progressed to itching, dizziness, nausea without vomiting, and legs shaking. The change in therapy/symptoms was considered gradual. The representative called back in and stated that eventually, they were able to get time on the scheduled to perform the removing system contents procedure under fluoroscopy and use of interventional radiology department. The representative stated they had to use imaging to do the procedure as the patient had a lot of swelling around the pump. The representative stated that the removing system contents procedure was successful, and when the representative went to program the pump, she stated she got a motor stall message. They interrogated the pump three more times after, and there was no recovery. The patient was now in the hospital and was given oral medication to help with the symptoms. The pump would be replaced likely on (B)(6) 2017. The representative stated now she was on her way to silence the pump alarm. The representative stated they did not hear the pump start alarming until 24 hours after the motor stall message appeared. The pump was also programmed to minimum rate mode on (B)(6) 2017. No further patient complications were reported.